Event description:
The patient was reported to have episodes of seizures in (B)(6) for about 3 days as evidenced by an eeg. The patient¿s medications were adjusted and became under control. Device diagnostics were performed and were within normal limits. The patient¿s treating physician confirmed the occurrence of the increase in seizures as reported to the manufacturer.